Event description:
Patient presented with stemi, cath procedure showing 99 percent med lesion of right coronary artery. Attempted multiple passages to lesion balloon inflation done, stent placed and migrated. Identified perforation rca; patient expired. Right coronary artery perforation while physician using device; patient expired.